Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 5 of 5. The technical service representative (tsr) explained the alarm. There were no leaks. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. The home patient (hp) cycled the power and received a system error 2367. The tsr assisted to retrieve the cassette and advised the hp to his nurse know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the care giver on (B)(6) 2012. She stated that the patient ended therapy and did a manual drain. The patient went to see his nurse the following day, and she had the patient do a manual exchange. There was nothing unusual noted about the supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, however; the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.